Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. And the complaint evaluation was found to be satisfactory.

Event description:
It was reported that the solution became cloudy in the fill drip chamber in the clearlink secondary medication set. The customer stated that they could see the color of the solution being changed to a white cloudy color and the texture looked coagulated. Ceftriaxone was just added to the solution prior to this event, but was never used on a patient. There was no patient involvement. No additional information is available.